Event description:
The customer reported that while running an hbsag assay, summit sample handler, misread a sample barcode as "080r05576" instead of "080p45565." No error message was generated. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic syss complaint number 97-03712-07.